Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿outcomes after revision of metal on metal hip resurfacing to total arthroplasty using the direct anterior approach¿ by victoire bouveau, et al, published by international orthopaedics (2018), 6 pages, https://doi.org/10.1007/s00264-018-3858-2, was reviewed. The purpose of this study was to evaluate function and radiological outcome after hra revision with a minimal one year-follow-up. The authors also sought to determine if hra revision would be associated with a decline in serum ion levels. All thas used in this study were competitor products. This complaint will capture the revised depuy products. Implanted depuy products: 13 asr hemiarthroplasties including a cup and femoral component. The remaining 4 revised hemiarthroplasties were competitor products. Reasons for revision of the asr hemiarthroplasty: 8 revisions for a loose cup 3 revisions for a loose femoral head 3 revisions for a femoral neck fracture 2 revisions for pain 1 revision for unspecified instability captured in this complaint: asr cup: implant loosening. Asr head: implant loosening. Patient harms: fracture, surgical intervention, medical device removal, pain, joint instability, inadequate osseointegration. The authors did not specify reasons for revision of the hemiarthroplasty by manufacturer. The number of depuy products associated with the above listed events is unknown. "